Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that she experienced tingling and a slight burning sensation at the ipg pocket. The reported discomfort is said to be present during normal use of the stimulation and eventually subsides after a few moments. The pt is currently undergoing intense physical therapy for an unrelated issue. This situation will continue to be monitored as the pt will document the frequency of these occurrences.